Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient admitted to the emergency department (ed) for dyspnea and "chest fluttering". The patient tested negative for infection and their hemoglobin level was found to be 9.5 g/dl. No interventions were done during the patient's emergency visit and the patient was discharged home from the emergency room (ER). Cardiology opted to have the patient go to outpatient transfusion center for 1 unit of packed red blood cells (prbc) on (B)(6) 2018.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the report of recurrent nose bleeds, dyspnea, and ¿chest fluttering¿ could not conclusively be established through this evaluation. The patient presented to the emergency department on 01aug2018 with dyspnea and reported ¿chest fluttering.¿ blood cultures taken for infection were reportedly negative. The patient¿s hemoglobin on (B)(6) 2020 was found to be low, and the patient was later transfused with 1 unit of packed red blood cells (prbc¿s) on (B)(6) 2018 at an outpatient transfusion center. The patient continued to have daily nosebleeds and subsequently consulted with an ear, nose, and throat (ent) specialist on (B)(6) 2018. The patient continued to experience recurrent nose bleeds and was transfused with another unit of prbc¿s on (B)(6) 2018 after which time the bleeding resolved. The patient remains ongoing on (B)(6) . The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Information regarding the recommended anticoagulation therapy and inr range can also be found within this document, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cardiology team believed that the patient's low hemoglobin level was related to recurrent nose bleeds. The patient was referred to an ear-nose-and-throat (ent) specialist on (B)(6) 2018. The patient continued to have recurrent nose bleeds and required a second transfusion of packed red blood cells (prbcs) on (B)(6) 2018. After this second transfusion, the bleeding resolved.